Event description:
Umbilical catheter line contamination - adapter on end of uac [umbilical artery catheter] became dislodged - hemostats required to change out equipment. +clabsi [central line-associated bloodstream infection].